Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.

Event description:
Information received indicates the brake and brake/steer casters were slipping and the rubber was dry rotting.